Manufacturer narrative:
H3:product analysis of product no:6550017, lot no:k22k1235 visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient undergoing posterior vertebral fusion at t11-l1 level for lumbar vertebral fracture. It was reported that the tab extender was deformed. After the surgery, deformation was noticed when the returned device was checked. There were no patient symptoms reported. There were no further complications reported regarding the event.